Event description:
It was reported that pump malfunction occurred after pump had been dropped, and customer¿s blood glucose reading showed ¿high¿ due to the issue, with specific value unknown. There was no additional information received regarding further impact to the customer¿s blood glucose level. Customer gave correction insulin by injection using multiple daily injections, planned to use injections as backup therapy, and did not require outside medical assistance, while technical support arranged replacement pump.